Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a 30mm watchman laa closure device with delivery system (wds) and a watchman access system (was). The closure device was deployed but required recapture due to a deep placement in the laa. During recapture, an anchor of the closure device perforated into the pericardium. The procedure was discontinued, and no patient complications were reported.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a 30mm watchman laa closure device with delivery system (wds) and a watchman access system (was). The closure device was deployed but required recapture due to a deep placement in the laa. During recapture, an anchor of the closure device perforated into the pericardium. The procedure was discontinued, and no patient complications were reported. It was previously reported a cardiac perforation occurred. It was further reported a perforation did not occur and a mild pericardial effusion took place.